Event description:
Incorrect instructions provided. The sales rep reported that the surgeon implanted a v40 alumina femoral head with the (B) (4) femoral component. It seems that the hospital may have used this same combination in previous surgeries since 2006. On the literature for the (B) (4) product, (B) (4), it states that (B) (4) system can be used all v40 heads.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 9 events associated with this event type (incorrect instructions provided and product code jdi).